Event description:
Strap on stand up lift came loose and resident fell, fx left humerus during transfer. Resident being transferred with sit to stand lift to toilet when the strap on stand assist sling came loose and buckle broke off. Replaced and old sling removed immediately. Lifts and slings checked by maintenance monthly, last date checked - (B)(6) 2017, due for check on (B)(6) , 2017. Replaced sling due to malfunctioned. Invacare premier sling stand assist. Ino. (B)(4).